Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 13:33pm on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 10 (absolute ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs provided showed that bottle 10 (absolute ethanol) was not in contact with the corresponding sensor for approximately 42 seconds from 13:32pm on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 13:33pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were: absolute ethanol concentration=93.0%, cycle=11, cassettes=1265 and days=22. Although the user affirmed that the ethanol concentration in bottle 10 (absolute ethanol) was to be set to the default value of 100% at 13:33pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 93.0% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Following the use error when replacing the reagent in bottle 10 (absolute ethanol) at 13:33pm on (B)(6) 2020, the contents of this bottle were used for the final dehydration step of both the "6 hour run" protocol started in retort a at 22:22pm on (B)(6) 2020 and the "4 hour run" protocol started in retort b at 23:56pm on (B)(6) 2020. The complainant reported that tissue samples derived from the "4 hour run" protocol started in retort b at 23:56pm on (B)(6) 2020 were "washed out; and although not reported by the complainant, the quality of tissue processing from the "6 hour run" protocol started in retort a at 22:22pm on (B)(6) 2020 would also have been adversely impacted by the use of the reagent from bottle 10 (absolute ethanol) for the final dehydration step in this protocol. Event code "114", which was reported by the complainant, indicates that the liquid level sensors in the retort are registering liquid unexpectedly at the start of a protocol with the following information being displayed to the user: "liquid level sensors unexpectedly indicate reagent in retort; to continue check the retort is empty and clean sensors". Although display of this event code was reported by the complainant when providing information describing the circumstances involved, this event code was not recorded in the logs provided for this instrument between (B)(6) 2020 and (B)(6) 2020. There is no evidence identified between (B)(6) 2020 and (B)(6) 2020 of an event code that would have generated an unexpected alarm at "1130" as reported by the complainant.

Event description:
The leica product application specialist vic/ anz pathology (fss) received a complaint by email detailing the following in relation to peloris ii rapid tissue processor serial number (B)(4): "w2e [sic] have again had problems with peloris 4 hashing out solutions and abandoning runs late yesterday evening. This is the peloris that I did the acetic acid wash on recently and since that time I know that the staff member assigned to cleaning and changing machines has been very vigilant at cleaning the sensor." On 07 july 2020, the fss received the following further information from the complainant: "there are definitely problems with this machine at present, it alarmed on saturday evening and I came in to find that it was not running at all, I then received a phone call saying that it was alarming at 1130 last night. I did not come in as I knew that no new work had been put on the machine. When I arrived in this morning I checked the logs and there is no evidence of an error so I conclude that there must be a fault with the alarm. What was strange was that there was an error message 114 at 1800 last night when no run was going. We are also having trouble with an artefact that occasionally comes and goes where the nuclei are washed out and poorly stained. Most articles put this down to heat or poor processing rather than staining so I am left in a real bind at present." The fss also documented that tissue from a 4 hour protocol in retort b comprising 170 cassettes containing endoscopic and git samples of 2-3mm in size, which had been executed in 04:38:09, were "washed out." On 07 july 2020, the leica product application specialist vic/ anz pathology received information that all cases involved in this event were diagnosable.